Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, a chpv w/ siphonguard leaked during implantation. Another was used to complete the procedure. There were no reports of delay or patient harm.

Manufacturer narrative:
Corrected UDI: (B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ packaging, catheters, etc. It was not possible to investigate the complaint as no sample was returned for evaluation. The valve was not returned with the packaging. Not possible to investigate the leakage of the valve. Components of the device were returned; however, the component with the reported issue was not provided for evaluation. The catheters were irrigated, no occlusions noted. The catheters were leak tested, no leaks noted. Review of the history device records confirmed the valve product code 82-3842, with lot cvgb77, conformed to the specifications when released to stock in 8th july 2016. No root cause could be determined as the valve was not returned for investigation. If the valve is returned in the future, this complaint will be re-opened and the sample investigated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.